Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5,g3, g6, h2, h6, h11. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. Review of surgical technique on persona knee implants identified that persona osseoti keel tibia, size g, is a cementless component. Furthermore, x-ray review clearly show that there is no cement mantle as the tibial component level (information confirmed by r&d department). The cement has probably been used to fix the patella. Therefore, based on the information received, it is determined that the device reported in this complaint is not related to the initial allegation and therefore, as per complaint handling management, a limited investigation is performed. As per complaint investigation this complaint is processed as a limited investigation. Limited investigations do not need to have the DHR, raw material certificate, sterilization certificate, complaint history, product hold/field action pulled and reviewed. Also, a review of the risk management file has not been completed as the product is considered unrelated to the reported event. Complaints are monitored per complaint trending process. The root cause of the reported issue is unrelated to the zimmer biomet medical device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that five months out from total knee surgery, the patient reported significant pain. In the radiographic images provided, radiolucent lines around the tibial component could be observed. Possible implant loosening. A revision surgery has not been scheduled at this time. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: 0 spiked keel left size g osseoti tibia; item# 42535007901; lot# 65844557. All-poly patella cemented 38 mm diameter; item# 42540200038; lot# 66187848. Articular surface fixed bearing posterior stabilized (ps) left 12 mm height; item# 42512401012; lot# 65979152. Posterior stabilized left size 11 pps standard femur; item# 42506607001; lot# 66086483. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.